Manufacturer narrative:
Additional device implanted and involved in this event: plc161200/16418530. UDI numbers for the lots are as follows: lot 15217482: (B)(4). Lot 16418530: (B)(4). Concomitant medical products: the patient¿s medications include; tizanidine, atorvastatin, sotalol, allopurinol, nitroglycerin tablets, aspirin, and zosyn. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. It was reported on or about (B)(6) 2018, computed tomography angiography (cta) imaging was performed after symptoms of infection were noted. The cause of the infection is reportedly unknown. According to the report, there was no evidence of pre-existing infection prior to the initial implantation procedure. According to physician statements, the device(s) became contaminated in the surgical field prior to implant (details not available). On (B)(6) 2018, magnetic resonance imaging (MRI) of the patient¿s lumbar spine showed left psoas fluid collection communicating with the infrarenal aorta and the endoprostheses. On (B)(6) 2018, a cta again showed a large collection of fluid located in the psoas. However, involvement of the aorta or devices could not be determined on imaging. No evidence of endoleak was reported. Reportedly, that same day a percutaneous drain was placed and fluid collected. According to the report, this fluid grew propionibacterium granulosum. Later that same day, the patient was reported to have been transferred to a different facility for a higher level of care, with possible explant of endograft, aortic debridement, and axillary femoral bypass. Currently, it is unknown if intervention/explant has been performed. No additional updates are available.

Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device) and surgical conversion.

Event description:
On (B)(6) 2018, the physician notified the gore field sales associate, that the patient had undergone an additional procedure whereby all endoprostheses were explanted and an inline cyro-aortic graft reconstruction performed. According to the report, the patient tolerated the explant procedure. Reportedly, the date and details of the intervention were not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).